Event description:
Medwatch states "while we wer taking off the lesion from the left side of her face in attempting to cauterize a small bleeder within the wound, we noticed a spark and immediately the drape which was covering the pt caught on fire." The customer was contacted and the pt was transported to a burn facility.